Manufacturer narrative:
The device was returned to resmed for an engineering investigation. The investigation methods, results and conclusion are not finalized at this stage. When more information is available, a supplemental report will be submitted. (B)(4). Pending evaluation.

Event description:
It was reported to resmed that an astral device displayed an error message (sf147) related to the main blower. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs confirmed the reported sf147, however, sf147 was not reproducible during performance testing. The main circuit board was replaced to address the issue. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported sf147 was due to contamination. Performance testing confirmed the reported battery communications lost alarm. The battery was replaced to address the issue. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported battery communications lost alarm was due to a battery manufacturing issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device displayed a battery communications lost alarm and an error message (sf147) related to the main blower. There was no patient harm or serious injury reported as a result of this incident.